Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event could not be determined.

Event description:
Medtronic received a report that a pipeline encountered resistance and became stuck in the distal section of the phenom catheter during retrieval. The patient was undergoing surgery for treatment of an irregular, amorphous, ruptured aneurysm of the right internal carotid artery at the posterior communicating segment with a max diameter of 7.3mm and a 4.5mm neck diameter. The landing zone was 3.51mm distally and 3.44mm proximally. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 7mm. Dapt (dual antiplatelet treatment) was administered and the pru level was in normal range. The angiographic result post procedure was normal, healthy, and in good condition. It was reported that femoral artery puncture was performed, and a long sheath was successfully advanced to the c3 segment of the internal carotid artery under the guidance of a multifunctional angiographic catheter and a loach guidewire. The 6f 115 cm navien catheter was further advanced to the cavernous segment. The phenom27 stent delivery catheter was successfully advanced to the distal end of the aneurysm under the guidance of the synchro. The echelon coil microcatheter was also successfully navigated into the aneurysm sac under synchro guidance. Based on measurements from 3d rotational angiography, the ped-3.5-16 model was ultimately selected. Adequate high-pressure saline flushing was performed, and the device was advanced to the distal end of the phenom27 stent microcatheter. Everything proceeded smoothly at this stage. Then, pushed against the pushrod of the stent, and the stent catheter was withdrawn to expose the stent tip. When approximately 5 mm had been exposed, the stent tip opened smoothly. The stent was then pulled back for positioning; however, the stent recoiled excessively and could not adequately cover the aneurysm neck. Therefore, the operator intended to retrieve the stent for repositioning. However, excessive resistance was encountered during retrieval, making it impossible to retrieve the stent. The resistance was abnormal, so it was necessary to withdraw both the phenom27 and ped completely from the body. Attempts to retrieve the stent outside the body were also unsuccessful. It was suspected that there was an issue with the ped and phenom27. Therefore, a new phenom27 and ped-3.5-18 were replaced, and no similar problems occurred. The procedure then proceeded smoothly and was successfully completed. The catheter was flushed continuously with heparanized saline. The physician rereleased the load (slack) in the system in an attempt to resolve the issue but the issue was not resolved. The pushwire was not damaged. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a penumbra neuron max 6f 088 sheath, navien 6f 115cm guide catheter, phenom27 and echelon 10 microcatheters, synchro soft 0.014 inx200cm guidewire, and axium coils.

Manufacturer narrative:
Continuation of d10: product ID ped-350-16 ((B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition: the phenom 27 catheter was returned for analysis inside the biohazard bag, and shipping box. Damage location details: the catheter tip and marker were examined, no damage was found. The catheter body appeared to be flattened at 3.5cm to 14.0cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.0026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Conclusion: based on the analysis findings, the customer complaint was confirmed as the returned catheter was found to be flattened. Possible resistance causes include vessel tortuosity, and lack of continuous flush during delivery. However, the customer indicated that the vessel tortuosity was normal and a continuous flush with heparinized saline was used, which rules them out as potential causes. However, the cause of the resistance could not be determined. Since the pipeline flex was not returned, any contribution of it made to the resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.